Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
We were notified that this ra lead and the pacemaker were removed from service. The pacemaker nurse stated the pacemaker was at expected eri. This ra lead was capped due to noise and high thresholds.